Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.(B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl and 390 mg/dl. The insulin pump received no delivery alarm which occurred during manual prime. The customer was wearing insulin pump from three years however, it failed yesterday for the first time. The customer had flu and was sick due to which the blood glucose level was high and tested for ketones as well and found large ketones. The insulin pump was taken off to rewind however it kept coming up as no delivery. The insulin pump will not be returned for analysis.